Manufacturer narrative:
Concomitant medical products: w4tr03 crt_p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate went from 62 to 82 beats per minute during the night and complained of fatigue. The patient was referred to their physician. The patient later reviewed in office and it was determined the left ventricular (lv) lead had exhibited a drop in pacing impedance since implant. No further patient complications have been reported as a result of this event.